Event description:
See h11.

Manufacturer narrative:
Updated fields: d4 (expiration date), d9, g3, g6, h2, h3, h6, h11. Additional information: b5. Product was used in treating the frontal, maxillary, and sphenoid sinuses. The reported relieva spinplus nav balloon sinuplasty system, 6 x 16 mm, 3 guide kit (rsp0616mfsnz) was not returned to the manufacturer; therefore, an evaluation of the product could not be performed. A review of the device history record (DHR) was performed for the provided lot number and no non-conformances and/or manufacturing irregularities were identified related to the reported failure. The complaint could not be confirmed. The investigation did not find any indications of manufacturing, workmanship, or material deficiency. The instructions for use (IFU) for spinplus nav was reviewed. The IFU states device preparation step: "remove the desired relieva spin sinus guide catheter tip from its sterile packaging onto the sterile field. Inspect the device. Note: each sinus guide catheter tip is designed to target specific sinus anatomies. Select the appropriate guide tip based on the targeted sinus." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during an in-office balloon sinuplasty procedure, the tip of the navigated wire of the spinplus nav 6x16mm 3 guide (rsp0616mfsnz) became too kinked for the surgeon to complete the procedure with the device. "It was permanently kinked in three different locations." It was reported that there was a 30 minute delay during the procedure. No patient adverse event occurred.